Event description:
It was reported experiencing an alarm 2 followed by alarm 26. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the trusteel infusion set and cartridge and resumed insulin delivery. Since there were no frequent or recurring occlusion issues, no further assistance was required, and the case was closed by technical support.